Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 failed pm after service repair. Notes: problem description - (B)(6) 2018 12:54:06 (B)(4). 8100 sn: (B)(4). Failed pm after service repair. Bio med just received unit back from repair and is having the same issue of pm failure during rate accuracy. Unit it will error out during the test. Emailed copy of service bulletin 543 and went over how to correctly connect the 8015 by going into maintenance mode first then connect to asm. Bio med ran rate accuracy test and no errors appeared. Ir: (B)(4).